Event description:
Medtronic received information that this bioprosthetic valve implanted 5 months, was explanted due to regurgitation. No adverse patient effects reported.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, three sections of the valved conduit were received for analysis. Two larger sections measuring 3 cm in length, the other, 3.5 cm. Both sections were cut longitudinally. All leaflets appeared to have been cut and/or torn during explant. All existing leaflets were slightly stiff but flexible except where the existing leaflets adhered to the conduit wall. One commissure was intact, but thickened due to host tissue overgrowth. Glistening off-white pannus lined the inner lumen wall on the inflow extending to two leaflets. Pannus was noted on the inner lumen wall on the outflow extending to the margin of attachment of all existing leaflets. Pannus lightly lined and stiffened the existing leaflets and one commissure. Radiography showed no evidence of mineralization in the valved conduit and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.